Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to claim no audio output patient experienced on (B)(6) 2014. No medical intervention or injuries were reported. Distributor advised dexcom technical support the patient's mother reset the device but it was unsuccessful.